Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lead had completely severed and the proximal end had retracted into the chest cavity.